Event description:
The pt was undergoing a [gastrointestinal] motility study. The catheter was inserted without difficulty and the pt was discharged home. The pt returned in 2002 [to determine the results of the study since the time the catheter was placed.] When the study was downloaded, the study was found to be incomplete. There was no data recorded for 20 hours. It is unknown why the info was not recorded following the insertion of this catheter. The catheter was removed upon discovering no data had been recorded although the catheter would have been removed routinely at this time point following the insertion. The pt did not experience any injury as a result of this device failure although the pt had to repeat the entire study. The facility's biomedical engineering department did not evaluate the catheter upon removal. There were no unusual circumstances or activities surrounding the use of this catheter during this time for this procedure.